Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged clamp rubber. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. Visual inspection revealed that the clamp rubber was damaged. The cause of this condition was due to normal use. To correct the condition, the clamp rubber was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.